Event description:
It was reported that the right atrial (ra) lead exhibited small p-waves, intermittent undersensing, and far field t-wave oversensing. It was confirmed that the lead had dislodged. During the revision procedure, the lead was attempted to be repositioned but was unable to advance as it seemed to catch on something near the subclavian. The physician noted that the lead was started to "shred", so the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/str etching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned stretched, and with both outer and inner insulation pulled apart, damage during the revision of the lead. If information is provided in the future, a supplemental report will be issued.